Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction

Manufacturer narrative:
The reported malfunction was observed during testing and attributed to the device's batteries. It was found that the batteries were depleted to the point where it would not accept or hold a charge. The device was recertified and returned to the customer. No trend is associated with reports of this type.